Event description:
It was reported that over the past year and a half, the caller noticed that the ins battery level would often display as 100% in the my dbs therapy app, even when they expected it to be lower. The patient was convinced something was wrong with the ins or perhaps they needed an adjustment to their medication, so they made an appointment with their managing hcp, and they thought the battery was ok. The hcp checked the patient's recharge history and noticed that on some days, the patient's ins was only charged to 10%, and on other days, the therapy was turned off (the caller had mentioned multiple times that the patient was not the best at checking the ins battery level or charging it). The caller noted that in the past couple of days, the patient was acting strange/different, kind of like when their ins battery gets close to being depleted. The caller checked the ins battery level this morning, and it was 100% charged, which the caller knew couldn't be correct because the patient hadn't charged the ins in 24 hours. The caller also reported that one of their handsets displayed "no connection detected on the activa rc device." During the call, the patient successfully connected to the ins on the first attempt, and the my dbs therapy app indicated that the ins battery was 100% charged, with therapy on. However, the caller remained convinced that the battery level was inaccurate due to the patient's higher therapy and is convinced it is the handset and wants it replaced. They recharge the stimulator every day. The agent explained to the caller that even though it says 100%, it might be lower. It's possible that the battery didn't drop below 90% to display less than 100%. The caller didn't think that was the case. The caller said they had gone two days before, and it still says 100%. They also said it will go from 69% and then it jumps to 100%. The caller said it never did that before. The patient does well on some days, and others, it's as if the patient isn't charged.  The patient was redirected to their hcp to address the issue further.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.